Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and several shocks for supraventricular tachycardia (svt), resulting in exhaustion of tachycardia therapy. There were no electrograms (egm) viewable for the therapy episodes. Additionally, the device was observed to have reached elective replacement indicator (eri) following therapy delivery. Boston scientific technical services (ts) discussed that eri does not impact egm storage and that it was likely that newer non-sustained episodes had overwritten the previous episodes. No adverse patient effects were reported.

Manufacturer narrative:
The device was successfully explanted and replaced one day later. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.